Event description:
It was reported that during a mammotome biopsy procedure, the probe went all the way to the end on the screen, but the sample didn't come out. It appears that the cable has some problem with rotating the rounded shaped knife. It was unknown how the case was completed. There were no adverse consequences to the patient. One device will be returned.

Manufacturer narrative:
Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint and found that excessive body fluids caused the transverse drive shaft and its surrounding components to be non functional. To correct the issue, the analysis site replaced the transverse drive shaft, top and bottom motor mount assemblies, translation and rotation motors, flex circuit assembly, motor cap, bushing and the supporting hardware. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.